Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the patient underwent l2/l5 lateral lumbar interbody fusion and inserted cages for each intervertebral spaces. After confirming the position of the l4/5 cage with a c-arm, the surgeon attempted to adjust its placement. However, it was difficult to grasp the cage with the inserter. The surgeon tried to remove the cage using instruments e.g. Forceps but the cage was pushed further toward the opposite side. Ultimately, the cage was dislodged from the intervertebral space and migrated to the ventral aspect of the l5/sacrum. Due to the patient's posture during the surgery, the dislodged implant could not be removed. The surgeon decided to leave the cage in-situ as there was a low risk of damaging the surrounding vessels because of no spike on the cage surface. And new spinal cage was inserted into l4/5, and the surgery was completed. The surgeon commented that the patient's l5 vertebra was irregularly shaped, which interfered with the surgical instruments and made grasping the cage difficult. The dropped cage was removed by laparoscopic surgery on (B)(6) 2025. We do not receive any other adverse patient consequences reported.